Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the set screw was found in the connector bore. The returned device indicated a damaged grommet. Analyst commented, telemetry c is intentionally disabled for this device model.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD)&#1473;s opened but the physician noticed that the superior vena cava (svc) and right ventricular (rv) high voltage 'b' screws were tightened. The pace- sense part was turning around and it was seen opening and closing. A different screwdriver was used and the same problem occurred. A new ICD was opened and on this device the same problem was seen. Another ICD was opened and implanted without complications. No patient complications have been reported as a result of this event.